Event description:
The tibial impactor broke near the attachment point of the handle where the instrument begins to taper. The handle broke at the tip near the attachment point.

Manufacturer narrative:
Examination of the submitted impactor confirmed the fracture. A complaint search found other reported incidents of breakage/damage. Previous investigations found evidence the impactors were not properly aligned prior to impacting, contributing to fracture. Examination of the current returned impactor revealed gouging. The root cause is being attributed to misuse through misalignment. Trends are currently being monitored through post market surveillance sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.